Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The hand innovations drill sleeve jammed in the shoulder nail jig and could not be removed without force. This problem delayed surgery for about 30 minutes.